Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code ¿b30¿ display resulted from abnormal communication with the scope. This could have been caused by an unstable connection status due to a faulty locking mechanism in the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was inspected and found the b30 scope communication error code was received when connecting the scope connector and the video connector push breaks. Also found socket wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer reported to olympus, the video system center had a b30 scope communication error. The issue was found during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.